Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No irregularities were found during the device history record review. The DHR shows that the hardness met specification at time of manufacture.

Event description:
Surgeon was performing an acdf at c5-c6, c6-c7 when the tip of the kerrison from the laminectomy punch broke off into the patients wound at c6-c7. The surgeon was able to retrieve the part and confirmed by x-ray that all broken parts were retrieved. Another of the same device was used to complete the procedure.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development engineer evaluated the device and the report indicates the tip of the lower jaw - about 3mm long - of the instrument has broken. The rest of the instrument is functional. The material of the instrument is stainless steel with high strength attributes. The production year for this instrument is 2005. Since the instrument has been in the field for more than 6 years, the likely cause of failure is due to wear and tear. But there is no specific cause that could be pointed out with the limited information available.